Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: spinal anesthesia, asa iii, medial parapatellar approach and no intraoperative complications reported. Additionally legal records were provided that note the knee gave out while walking, and that the patient reported increasing pain. An ultrasound confirmed swelling and an xray identified lucency. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a right knee arthroplasty. Subsequently, the patient has experienced pain, swelling, and difficulties with ambulation. An ultrasound and x-ray performed approximately six years post-implantation confirmed swelling and identified some lucency underneath the tibial component. The patient is currently waiting for further consultation. No further information has been provided.

Manufacturer narrative:
(B)(4). D10 medical devices: femoral component option size e right. Catalog#: 00576401552. Lot#: 63500719. Articular surface size ef 10 mm height. Catalog#: 00596403210. Lot#: 63615775. All poly patella standard cemented size 29 mm, diameter 8.0 mm thickness. Catalog#: 00597206529. Lot#: 63497940. Palacos r+g 2 bone cement catalog#: 66017569 lot#: 85414561. G2 foreign source: united kingdom. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.